Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the guide wire tip broke off inside the pt. The target lesion was in the bile duct. A hydra-jag/ .cm/str had been advanced to an unspecified location. During the procedure, the 10cm tip of the guide wire broke off and dislodged in the pt's liver. The bile duct was dilated utilizing an unspecified device and the tip was able to be removed from the pt with forceps. The procedure was prolonged by a 1/2 hour. There was no bleeding noted. The procedure was able to be completed with a different device. There were no further pt complications reported with the pt's current condition listed as "fine".